Manufacturer narrative:
This lv lead was disposed of at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead was explanted due to patient infection. There were no additional adverse patient effects reported.